Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 375 saline prothesis, catalog: 3501660, serial number: (B)(4), lot: 5840967. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation in 2009 with mentor smooth round moderate profile 375 saline protheses developed breast cancer in 2014 in the left breast and had a lumpectomy followed by chemotherapy and radiation. The patient later presented with left breast softening and flatness in (B)(6) 2018. She was seen in consultation and the left implant was noted to be deflated. Ptosis was also noted in both breasts. The patient underwent surgery on (B)(6) 2018. On the right side, the implant was intact, yet there was capsular contracture and calcifications in the anterior portion of the capsule. On the left side, the capsule was extremely thick and calcified throughout. The patient underwent left total capsulectomy, right subtotal capsulectomy and bilateral saline implant removal and replacement with mentor smooth round high profile 500cc saline prostheses. There were no complications, and no specimens were sent to pathology. This report is for the right breast prosthesis.